Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device has been explanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, white particles calcification-like in device outer surface, broken sharp edge of plug strap, and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one sharp crease opening, broken sharp edge of plug strap, and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening, and broken sharp edge of plug strap assessed as unidentified (tear) opening.